Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the crimped stent was pulled distally on the balloon. The proximal edge of the stent was positioned at 7mm distal to the proximal markerband. The stent was also bunched at its proximal end. There are crimp markings evident on the balloon indicating proper securement contact between the stent and balloon. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found the hypotube kinked at 67cm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified coronary artery. After pre-dilation was performed using a non-bsc balloon catheter, a 4.00x16 synergy drug-eluting stent was advanced but resistance was encountered. The device was removed and it was noted that part of the stent strut was deformed. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified coronary artery. After pre-dilation was performed using a non-bsc balloon catheter, a 4.00x16 synergy drug-eluting stent was advanced but resistance was encountered. The device was removed and it was noted that part of the stent strut was deformed. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.